Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), the black portion of the delivery system was rotating in the handle making it impossible to steer the sheath with the handle. The physician had to manually turn the sheath to steer the delivery system. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.